Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 162 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the up button was unresponsive due to the lcd keypad connector not plugged in properly. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.